Manufacturer narrative:
Additional contact details: (B)(6). A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Upon arrival, reported issue confirmed. Upper display replaced to resolve reported issue.calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) has a pink line on the upper display. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Upon arrival, reported issue confirmed. Upper display replaced to resolve reported issue.calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer. The defective components were received for further investigation. The failure analysis and testing dept. Received top display lcd with a reported unit failure of line on the screen. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number top display lcd into the monitor of the cardiosave test fixture and tested the display to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The fat proceeded to boot the cardiosave into the clinical mode. Upon start up, the blue logo maquet screen appears, and a vertical red line is observed on the display approximately in the middle of the screen. When the cardiosave completed its self- test, and the clinical mode screen appears, the red vertical line observed by the fat dept. On the display. The fat dept. Verified the complaint of line on the screen. The display failed testing. Retaining the display in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a pink line on the upper display.